Manufacturer narrative:
Device received with blank display. Problem isolated to electronic assembly. Unable to perform functional test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose was unknown at time of incident. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.